Event description:
Caller reported a malfunction on pump, which occurred after receiving notification about cartridge. There was no adverse impact to customer's blood glucose level, as it did not exceed 500 mg/dl. Customer prepared to use backup insulin pump, while tandem technical support arranged to replace malfunctioning pump and advised customer on proper procedures for storing and returning the faulty pump, as well as steps for using replacement pump. Customer acknowledged instructions and returned pump using provided resources.